Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) was within the expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and corrected bottom of cuvette (bocc) probe alignment for sample 1 (s1) and reagent 1 (r1) in diagnostics. The siemens regional support (rsc) and cse determined that the reagent 2 (r2) mix test recovered out of specifications. The cse then replaced the r2 mixer s1 and sample 2 (s2) arm. The cse found a leak in the drain fitting below sample 3 (s3) arm and cleaned the encrustation. The cse measured the voltage from reagent 2 (r2), which recovered low, and performed service methods and manual alignment on s1 and s2. The cse ran service methods on s1 and s2 and ran qc tests, resulting within specifications. As per the dimension vista 1500 operator's guide, when an "abnormal assay" error is obtained, the customer is instructed to not report the result and rerun the sample. Reporting the flagged result was a user failure to follow instructions. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 1500 instrument. Sample ID (B)(6) was flagged with "abnormal assay". The initial results were reported to the physician(s). The physician(s) did not question the results. The same samples were repeated on alternate dimension vista instrument ((B)(4)), resulting higher and matching the patient's histories. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glu results.